Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak (lever) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak in the gripper lever. It was reported that during the preparation of the clip delivery system (cds), while pulling back the gripper lever, a leak was detected at the bottom of the lever. While moving the gripper backwards fluid kept coming out at the bottom of the lever. The cds was not used and replaced with a new one. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.